Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation o embolism it was reported that one day post-aquablation therapy, the patient passed away from a pulmonary embolism. The treating surgeon reported that aquablation therapy was uneventful. It was confirmed through the treating surgeon that the patient's death was unrelated to aquablation therapy. Based on the information obtained through the treating surgeon, plus a review of the treatment log files, DHR, and labeling, the event is considered not device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.11 additional manufacturer narrative. The aquabeam robotic system's treatment log files for the aquablation therapy was reviewed, which noted a small undermining of the patient's bladder neck. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during the aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy on (B)(6) 2024 for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the day after aquablation therapy, the patient died from a pulmonary embolism. The treating surgeon reported that aquablation therapy was uneventful and he strongly believes that the event is unrelated to the aquablation therapy. No malfunction of the aquabeam robotic system was reported.